Event description:
The facility's biomedical engineer contacted the carefusion technical support representative via phone. The alleged problem was reported, "the unit stopped ventilating the screen when dark and a continuous audible alarm was on." The pt received alternative ventilation and no pt harm was reported.

Manufacturer narrative:
(B)(4). Device was returned to the manufacturer and received on 0326/2015. The component was routed to the failure analysis laboratory for evaluation. Presently the device is pending evaluation. A follow-up report will be submitted if further info is identified.